Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose. Caller stated that the paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was below 30 mg/dl. Caller stated that the customer had high blood glucose and he kept bolusing until he had a seizure for low blood glucose. Nothing further was reported.